Event description:
Caller reported that the t:slim x2 pump battery failed to charge despite attempts to troubleshoot by using both different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use manual daily insulin injections as backup therapy, and technical support arranged for a pump replacement due to the issue.